Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) called technical services (ts) reported that during a clinic visit, the patient experienced loss of consciousness while a test was being performed. The patient also reported a drop in physical activity. Ts recommended the patient consult with the device treating physician. At this time, the device remains in service. No adverse patient effects were reported.